Event description:
It was reported that coil (subject device) detached in the microcatheter while the physician was pulling it back, though detachment had not been attempted. The physician was attempting to pack the aneurysm, pushing and pulling the device, and the coil was almost at the tip of the microcatheter when the issue occurred. The coil and microcatheter were removed without issue. There was no patient impact related to this and there were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the main coil. The proximal contact of the coil delivery wire and coil delivery wire were kinked, likely due to handling damage during use. Examination of the detachment zone showed evidence that the main coil had broken off the delivery wire, and was not detached electrolytically. The reported information indicated the device detached while repositioning the device during use. Because this issue is associated with a product that met all required specifications and was used in accordance with the directions for use, but performance was limited due to operational context/repositioning during use.

Event description:
It was reported that coil (subject device) detached in the microcatheter while the physician was pulling it back, though detachment had not been attempted. The physician was attempting to pack the aneurysm, pushing and pulling the device, and the coil was almost at the tip of the microcatheter when the issue occurred. The coil and microcatheter were removed without issue. There was no patient impact related to this and there were no reported clinical consequences to the patient.